Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer reported that he had a slight infection, had not received a no delivery alarm in a month or two, and had a bent cannula once during the time the blood glucose ran high. The blood glucose reading was 453 mg/dl. The customer treated with manual injections. The drive support cap appeared normal and recessed. No leaks were noted and only two small champagne sized bubbles were noted. Insulin exited with the manual prime. The insertion site was not sore or irritated and the cannula was straight. The insulin was clear and not expired. The date was incorrect and the customer was assisted in updating it. The bolus history displayed all entries based on the customer's recollection. The customer was unable to troubleshoot for the no delivery alarm and was advised to call back when able to run the high pressure test.